Event description:
It was reported to boston scientific corporation in 2008, that a one step button gastrostomy enteral feeding device was placed on the same day. According to the complainant, the triple label seal on the one step button gastrostomy device indicated an incorrect size. (28 fr /2.8 cm instead of 24 fr /3.4 cm). No pt complications were reported as a result of this event.

Manufacturer narrative:
The box label correctly identifies the product. Therefore, the selection of the product for use in the pt would be correct. The "charge label" is for the convenience of the user to record the product used for cost billing purposes. The suspect device has been received, but an eval has not been performed. Therefore, a failure analysis is not available, and it is not possible to determine the relationship between this device and the cause of this event. The 2008 15-month replacement button enteral feeding product family trend chart; inclusive of all failure modes, was reviewed; no negative trend was noted.